Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown gmrs femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the device was revised in 2022 due to loosening. The exact cause of the event could not be determined because insufficient information was provided. Additional information including product details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the 2022 revision.as per pss implant request: right stryker grms distal femoral replacement recurrent aseptic femoral loosening. Medical history: revision right total knee arthroplasty (B)(6) 2008; right knee arthroscopic lysis of adhesions (B)(6) 2009; right acute periprosthetic joint infection with strep mutans treated with I&d/poly exchange (B)(6) 2018;failed treatment for infection treated with 2-stage revision total knee arthroplasty explant (B)(6) 2020, IV to po antibiotic course with reimplantation distal femoral replacement (B)(6) 2020. Right revision distal femoral prosthesis for aseptic femoral component loosening (B)(6) 2022, now with recurrent femoral component loosening.